Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. Technical support decided to send a replacement pump with updated software, and training was provided in the customer¿s tandem source account. The customer was instructed to return the malfunctioning pump to tandem using a return box and pre-paid label, and acknowledged all steps required upon receiving the replacement pump.